Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. The last inratio strips manufactured expired in 06/2017. Using expired strips may cause errors and inaccurate test results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient called in response to the inratio system withdrawal notification. On (B)(6) 2018, the patient received an inratio inr result of 3.0 and compared to a laboratory inr result of 4.7. The patient's therapeutic range is 2.0-3.0. The patient was determined to be using expired inratio test strips.